Event description:
Caller reports discrepant results with meter compared to lab. Date: (B)(6) 2010; inratio: 7.0; lab: 1.5. Results drawn within 1 hour of each other. Pt's target therapeutic range is 2.0-3.0. Customer is uncertain whether lot 229442 or 225434 was used for this result.

Manufacturer narrative:
Investigation pending.